Event description:
It was reported that during a laparoscopic sigma procedure, there was no function after one hour. The hand activation did not function. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.